Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a company representative and a healthcare provider regarding a patient receiving intrathecal baclofen therapy via an implanted infusion pump. It was unclear what drug was used in the pump as it was reported as a ¿morphine pump¿ and a ¿baclofen pump¿. The pump's indication for use was listed as non-malignant pain. It was initially reported that the pump had eroded and become infected. The onset of the reported event was (B)(6) 2016. A few weeks prior the patient fell and hit the pump area; prior to the fall the patient was well. At the time of the fall he noted a bruise on his abdomen which corresponded to the area that the pump was implanted. The past weekend the patient noted blood dripping onto his leg. In the shower, he was able to see the silver from the pump had come through the skin. Per the progress notes, the patient¿s past medical history included post laminectomy syndrome, mechanical complication of implant, edema and chronic pain. The patient¿s active medication was vancomycin 1000mg IV every 12 hours. Allergies included penicillin v potassium, pregabalin, metformin and neurontin. The patient also had a hayfever allergy. The patient was coming to the emergency room as there appeared to be a wound dehiscence across the intrathecal pump. The patient indicated to the hcp that he had fallen. The patient had some redness across the pump a few days ago. Physical exam on (B)(6) 2016, clearly indicated that the wound had opened up. It was discussed that since the pump was a mechanical object, it would be most appropriate to remove it. The managing hcp indicated that the patient had been seen about 3 days prior and infectious disease was consulted and suggested that it would be appropriate for the patient to be on doxycycline 100mg twice daily for 7 days; it was unclear by the reports whether the medication was prescribed. Per the history and physical, on (B)(6) 2016, lab results showed an sma-7 with mild contraction alkalosis, cbc showed a mild anemia, the white count was not significant. The patient had lost consciousness prior to the last admission probably from the high fever. The patient has muscle weakness in the lower extremities; the pump was protruding from the skin, positive 2- plus edema up to mid-calf. Per the surgery notes, the pump had dehisced and there appeared to be no infection in the wound. It was decided to remove the pump rather than trying to reposition it. An incision was made over the pump and it was clear that the pump was protruding out of the cavity. The surgeon was able to open the incision deliver the pump. The pump was relived from its tethers and they the catheter was pulled partially and cut. Csf (cerebrospinal fluid) was sent for analysis and culture and sensitivity of the wound was obtained. The patient was hospitalized overnight following explant for IV antibiotics. Per the infectious disease report on (B)(6) 2016, the patient¿s urine culture had no growth. The peripheral blood culture had no growth after three days. At that time the patient¿s active medications included clindamycin 600mg IV every 8 hours, furosemide 80mg oral four times daily, losartan 50mg oral once daily, pantoprazole 40mg oral once daily, potassium chloride cr 20meq oral every 8 hours, simvastatin 20mg oral once daily, sitagliptin 100mg oral once daily, spironolactone 50mg oral every 12 hours, tamsulosin 0.4mg oral once daily and ursodiol 300mg oral every 12 hours. As needed medications included calcium carbonate es 2 tabs oral, morphine sulfate immediate release 30mg (2 15mg tabs) oral, clonazepan 0.125mg oral four times daily, ondansetron 4mg ivp every 4 hours, morphine sulfate 5mg ivp every four hours, simethicone 80mg oral four times daily. The patient was comfortable and tolerating antibiotics with no diarrhea and was able to eat better than the day before. The ¿culture¿ was reported to be negative after 48 hours. Per the progress notes of (B)(6) 2016, the patient had gone into opioid withdrawal on (B)(6) 2016 which required intravenous morphine which helped the situation and the patient was improving from his symptoms of withdrawal. Additional information was requested to clarify drugs used in the pump at the time of the event.

Manufacturer narrative:
Corrected information: h3: no eval explain code. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump (B)(6) was returned for analysis. Upon interrogation it was determined that the pump was used to deliver morphine (10 mg/ml at 4.967 mg/day) and clonidine (200 mcg/ml at 99.34 mcg/day). Analysis of the pump found no anomaly with the device. Additional review determined that the conclusion code has been updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.